Event description:
The atrial lead was explanted and replaced due to low impedances. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner insulation breached; partial lead returned in segments and analyzed.